Event description:
The customer alleged they received questionable a1-fetoprotein (afp) results for one patient on their e-module. The patient's first sample was collected on (B)(6) 2013. The patient's initial undiluted result was 321 ng/ml. The sample was diluted 1:5 and the result was 439 ng/ml. The sample was diluted 1:20 and the result was 493 ng/ml. On (B)(6) 2013, the patient had another sample drawn. The initial undiluted result was 742 ng/ml. The second sample was diluted 1:5 and the result was 1051 ng/ml. The second sample was diluted 1:20 and the result was 1094 ng/ml. The customer was asked if any results were reported outside the laboratory, but would not provide the information. The customer was asked if there were any adverse events, but would not provide the information. The afp reagent lot number was 168819 and the expiration date was 01/30/2014.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Upon further review of the information provided by the customer, it was determined the date received by the manufacturer, should have been (B)(4) 2013. This report was submitted within the required 30 days. A root cause for this event could not be determined. Patient samples were returned for further investigation. No indication of an interference could be determined. Additional sample was not available for further investigation.